Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl and lidocaine (concentrations and doses unknown) via an implanted pump for non-malignant pain. Physician listings were requested. It was reported the patient was supposed to get a pump refill on the date of this report, but the patient was in the hospital and the pump would run out by next week. The reporter asked if she could have physician listings closer to her area to refill the pump. The patient had been in the hospital for two weeks, she brought him home and had to take him back to the hospital. The patient has addison disease and his body did not produce cortisone. The patient was in severe back pain and could not move his hands, and he did not know what day it was. The reporter inquired what would happen if the healthcare provider (hcp) could not refill the pump. It was recommended the reporter consult with the patient's current hcp's office for next steps. The event date was asked and unknown. No further complications were reported/anticipated or expected.